Event description:
Zenith aaa main body graft was introduced via the pt's left femoral artery. Prior to the advancement of the delivery systems, a balloon catheter was advanced through the vessel and inflated due to the presence of calcification. Pt had a very short proximal aortic neck, characterized by severe tortuosity. Deployment of the three-piece modular device was performed as per instruction. During the post angiogram of the device placement, a proximal type I endoleak was viewed. Another manufacturer's stent was advanced and deployed at the proximal portion of the main body graft, just distal to the suprarenal fixation. Completion angiogram noted a resolve of the endoleak and a successful aaa repair.